Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(4)2011: the surgeon so far has not been receptive to questions. Additional information received on (B)(4) 2011: the surgeon has been using this device for approximately 20 years. The hospital has been using this device for approximately 11 years. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that two days following an unknown procedure, there was a post operative leak. No additional information is available at this time and no information was provided about the condition of the patient. No device will be returned. Additional information has ben requested.